Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 13-jul-2019, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 13-jul-2019, UDI#: (B)(4).; product ID: 3708660, serial/lot #: (B)(4), ubd: 29-oct-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 30-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient stated the past several times they have charge their right side became very uncomfortable. Their right foot would go numb and they couldn't sit still. The patient said they may try to turn their right body voltage down during charging, using their patient programmer within the limits the neurologist had given them. The issue was not resolved at the time. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID :3389s-40; lot#: va1af9j; implanted: on (B)(6) 2016; product type: lead; product ID: 3389s-40 ;lot#: va1af9j; implanted: on (B)(6) 2016; product type: lead; product ID: 3708660; lot#:serial#: (B)(4); implanted: on (B)(6) 2016; product type: extension; product ID: 3708660; lot#:serial#: (B)(4); implanted: on (B)(6) 2016; product type: extension. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received: it was reported that the rep attended the patient's appointment with the dbs nurse. They checked their system impedances and all were within normal limits. The patient then tried charging again using their equipment and reported that their right foot went numb. They had them discontinue charging until their foot felt normal again. They then asked them to charge using their office's 37651 recharging system to see if they had better results. The foot numbness came back with the same intensity. The patient also reported that after about 20 minutes of charging they started to exhibit right-side dyskinesia, which they did not have during normal dbs use. The nurse advised the patient to try lowering their lstn voltage during charging sessions and reported back on if that was successful in reducing side effects during charging. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va1af9j, implanted: (B)(6) 2016, product type: lead; product ID: 3389s-40, lot# va1af9j, implanted: (B)(6) 2016, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that when the patient charged their device their right foot would go numb. They had neuropathy in both feet from sepsis yeast but it would get worse during the charging process. The longer the patient charged the device their dyskinesia and restless leg starts in their right leg. They could hardly sit still. They also mentioned they stopped taking their parkinson's drugs a year and a half ago. Their right side was at bipolar 6v and their left was non bipolar at 4.5v. For every day they would go without charging it added about a half an hour. There was no trauma or fall associated. They found they could go about 5 days until charging was necessary, but then it would take 3 hours. They called their neurologist and the rep. They met in the office to check the system and everything checked out fine. The nurse told them to charge every day to 100%, and it would take about 20-30 minutes. Their right foot still felt the same, but they could tolerate it for that period of time. The patient also mentioned that they still have some tremors, but the device has been helpful. There were no further complications reported.